Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh and align to were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Ethicon initial MDR report # 2210968-2013-30197 contained a clerical error where the 5 day and 10 day boxes were inadvertently populated. Mw # 2210968-2013-30197 is a 30 day initial report. This event is a serious injury reportable event that does not require remedial action to prevent an unreasonable risk of substantial harm to the public health.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy; due to cystocele, rectocele and stress urinary incontinence.